Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, minor scratches on display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a cracked screen. The customer stated the screen was also bleeding a little. The customer's blood glucose was 160 mg/dl. The customer explained that he may have slept on it but was unsure of how the damage exactly occurred. The customer confirmed difficulty with reading the insulin pump due to discoloration. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.